Event description:
The female pt received a 2.75 x 33 mm cypher select plus stent in the proximal lad and a 2.75 x 13 mm cypher select plus stent in the mid circumflex in 2007. In 2008, the pt had a re-pci to treat 90% restenosis in the proximal lad and 95% stenosis in the first diagonal branch. The lesions were treated with add'l placement of cypher select stents.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the pt and is not available for analysis. Add'l info will be submitted within thirty days upon receipt.